Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2012. Subsequently, on (B)(6) 2012 patient underwent a revision due to patient falling causing femoral fracture.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number nine states, "fatigue fracture of component can occur as a results of loss of fixation, strenuous activity, malalignment, trauma, non-union or excessive weight."